Event description:
The patient reported developing an infection at the pod¿s insertion site after wearing the pod for approximately a day and a half. The patient experienced pain at the site and elevated glucose levels, and despite administering a correction bolus, there was no improvement, prompting her to remove the pod. Upon removal, the infusion site appeared infected. The patient cleaned the area and applied an unknown cream before seeking medical care. Although she could not recall the exact date, she believed her visit occurred on (B)(6) 2026. The patient was diagnosed with cellulitis which subsequently progressed to an abscess. As treatment, the patient received a prescription for doxycycline.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone16.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.